Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a li cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
During a remote follow-up, an elective replacement indicator (eri) was received for the device. The suspected cause of the eri was premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable.